Event description:
The customer alleged they received a questionable carbohydrate antigen 19-9 (ca 19-9) result for one patient on their e170 analyzer. The patient's initial ca 19-9 result was 346.1 u/ml accompanied by a data flag and it was reported outside the laboratory. Because the initial result was inconsistent, on (B)(6) 2012, the patient had another sample drawn and the result was 5.00 u/ml. Based on the new sample result, the patient's initial sample was repeated on (B)(6) 2012. The repeat result was 5.11 u/ml. There were no adverse events. The ca 19-9 reagent lot number was 167889 and the expiration date was not provided. The field service representative went on-site and replaced both measuring cells on the analyzer. The special washes were checked. There was no indication of any calibration issues on (B)(6) 2012. No data for the calibration on (B)(6) 2012 was provided. The quality control data for level one was fine. The data for level two showed a wider scatter but within two standard deviations. A definitive root cause for the event could not be determined with the information provided.

Manufacturer narrative:
This event occured in (B)(6). No information was provided on the specific part number involved in this event.